Event description:
It was reported that caller received minimum fill notification while attempting to reload cartridge that still contained significant amount of insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue.